Manufacturer narrative:
Section h8: additional information manufacturer's investigation conclusion: the reported event of a loss of power on the mpu was confirmed. The mpu was not returned for analysis; however, a log file was submitted for review. A review of the submitted log file showed 256 events spanning approximately 10 days ((B)(6) 2019 per time stamp). On (B)(6) 2019 while connected to the mpu between 07:08:54 ¿ 07:08:57, the rsoc voltage dropped from ~12v to ~3v and the bus voltage simultaneously dropped from ~14v to ~3v and was coincident with low power hazard and power cable disconnect alarms. The ebb provided power to the system during these events. The alarms cleared and the rsoc and bus voltages were restored shortly after. The root cause for the loss of power while connected to the mpu was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported there was a total power loss captured in log file on (B)(6) 2019. The event appeared as both power lead suddenly lost power from the mpu. It is unknown if the mpu ac power cord came loose from the wall outlet or the mpu power connector. No additional information was provided.